Manufacturer narrative:
The actual devices were not available; however, a retained sample was evaluated. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Since the reported deviation is a functional defect, the cause of the reported event requires return of the actual sample to verify the accuracy of the alleged device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) buretrol solution administration sets were leaking from unspecified locations. This issue was identified during filling of the lines (priming). There was no patient involvement. No additional information is available.